Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0gnkf, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the system was explanted due to infection. The issue was resolved and the patient status at the time of report was alive with no injury. It was further reported a new battery and extensions were implanted a week prior (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.